Event description:
The facility representative reported a colleague infusion pump with failure code 814:09 on channel a. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00. A service history review revealed no previous service events were related to the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:09 on channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.